Manufacturer narrative:
The device history record for the reported lot number, 30046412, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided and confirmed the reported incident. A root cause was not identified. All information reasonably known as of 21-jul-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported, "the g-tube broke apart at the level of the booster & stem-the balloon deflated and the distal portion migrated into the stomach, a trip to the ed [emergency department], determined the tube would be allowed to pass naturally [through] the gi tract. A new tube was replaced in the ed." Since that time, the patient had multiple "poops" and it is believed the broken end piece was passed in the patient's feces.